Event description:
It was reported that the patient experienced hemoptysis and the cardiomems implant procedure was aborted. As the physician was advancing the cardiomems delivery system they could no longer advance to the desired location although the guidewire was advanced to the target location. The patient then developed hemoptysis and the case was aborted. The physician reported it was unknown which device caused the hemoptysis but felt that the cardiomems advancement difficulty contributed. No interventions were required to resolve the hemoptysis. Perforation was not confirmed. The patient was monitored for an extended period but was discharged the same day. An 11fr pinnacle sheath was used for the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).